Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and10027/24 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging discovery of ventilator inoperative error codes during device evaluation. The reported issue was previously identified under fsn 2023-cc-src-039 related to interruptions and/or loss of therapy due to a ventilation inoperative alarm. No patient harm or serious injury was reported. The device was not in patient use at the time of the event. During evaluation at a third-party service center, the bipap a40 silver series device was visually inspected, and no evidence of foam degradation was identified. Review of the event log confirmed a ventilator inoperative error code indicating defective electrically erasable programmable read-only memory (eeprom). Additional findings included dirt and dust contamination inside the device and an event log error stating "unable to write to event log." The service technician determined that replacement of the device circuit board would be necessary to address the reported issues. No repair was performed, and the device will be scrapped per customer request.